Event description:
Per the clinic, the patient experienced a chronic infection at the implant site, resulting in the decision to explant the device on (B)(6), 2013.

Manufacturer narrative:
(B)(4). (B)(6). This report is filed october 16, 2013.

Manufacturer narrative:
This report is filed november 29, 2013.

Manufacturer narrative:
(B)(4).